Event description:
The customer reported the image is very blurry. It appears to be out of focus. No pt injury was reported.

Manufacturer narrative:
The ge svc rep tried adjusting the camera focus, but it did no good. All the images are very blurry. Ordered new camera. The new camera did not fix problem. Ordered new image intensifier and power supply. Removed and replaced image intensifier, tested system operation with no problems, images are very good. System is functioning as intended, case closed.